Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-00568. Further evaluation of the event confirmed that the report was submitted under the incorrect manufacturing number. The reported event is being captured in 0002023141-2023-02712. The following sections are being reported: h2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Expiration date, manufacture date and unique identifier (UDI) number unknown / not provided. Last name unknown/not provided. Email address. PMA/510(k) number not available. Additional PMA/510(k) number ¿ k013227. Device manufacturer date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss. The site was grafted prior to implant placement with puros. The patient had pain and inflammation.